Event description:
It was reported the duodenovideoscope had a foreign object stuck inside the biopsy channel. The event occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: b5. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most probable cause for the malfunction could not be established and the identity of the foreign material could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: "inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects" page 31. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had foreign object stuck inside the biopsy channel. The event occurred during an unspecified procedure. There were no reports of patient harm.